Manufacturer narrative:
Gehc recommended to the hospital to replace the ez change module. Customer contact reported there is no patient information available.

Event description:
The hospital reported the co2 values were higher than expected. There was no reported patient injury.